Manufacturer narrative:
Additional analysis was performed on the force bipolar instrument by an advanced failure analysis engineer. Initial finding was confirmed. The force bipolar instrument was found to have a broken conductor wire in the proximal end. The wire was broken at the main tube/roll gear junction. There was no other damage observed to the instrument. The root cause was attributed to manufacturing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of a broken conductor wire at the proximal end to be related to the customer reported complaint. As a result, the instrument failed the electrical continuity test and could not deliver energy. The root cause of this failure was attributed to manufacturing. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the force bipolar instrument (part# 471405-6 / lot/serial# (B)(4)) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6)2022 via system sl0678. There were 9 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage at the proximal end. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, there was no energy out from the force bipolar (fb) instrument. The fb instrument was replaced. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The customer suspected a possibility of collision, but the customer did not observe it. It was unknown if there was arcing. There was no patient¿s injury.